Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an extracorporeal circulation procedure (cardiopulmonary bypass) using the fusion oxygenator, a leak was observed at the base of the oxygenator while it was in use. The oxygenator was replaced intraoperatively with a new oxygenator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the amount of patient blood loss as a result of this leak cannot be determined, as the clinician cannot provide specific data on blood loss caused by this leak. No unplanned blood transfusion was required due to this leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.